Manufacturer narrative:
(B)(4). Additional information: batch # = m93c93. The analysis results found that the el5ml device was returned in good visual condition. In addition, (B)(4) malformed clips were received in a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining (B)(4) clips as intended. In addition the device locked out as intended. However, the orange indicator was found undertraveled. Please note that this condition is unrelated with the report incident. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, jamming occurred and the clip did not come out when the trigger was grasped. Another device was used to complete the case. There were no adverse consequences to the patient.